Event description:
Caller reported that a tandem mobi cartridge alarm occurred. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to remove the cartridge from the pump, deliver a 9-unit bolus, and informed them about the impact on insulin on board. The bolus was successfully completed, and the caller was able to reload the original cartridge and resume insulin therapy, resolving the issue.